Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6) medical center. The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, requesting assistance due to poor arterial waveform quality. User stated that approximately an hour after transfer and stated that the pump had shown a flattened waveform the entire time and had already troubleshot by flushing the inner lumen and zeroing the arterial line multiple times. The esp personel recommended not using the inner lumen due to the risk of thrombus. User resumed therapy using the ECG trigger. User stated they did not have an alternate ap source at this time. The esp personel shared with her the importance of an alternate ap source. User expressed understanding and stated that she would contact the interventionalist. Call was ended. No harm or injury reported.